Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event additional suspect medical device component involved in the event: product family: scs linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 15313192.

Event description:
It was reported that the patients leads had migrated and had high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively. Explanted lead was discarded by the medical facility.